Event description:
During a pre-clinical check, after the ventilator was turned on, the screen would not display any of the parameters. There were no visual or audible alarms. The ventilator was taken out of service. The distributor replaced the interface board and the issue was resolved. The interface board was returned to the manufacturer and is still undergoing evaluation. A follow-up submission will be sent.

Manufacturer narrative:
(B)(6).